Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon investigation, the battery tri-cell was leaking, which created corrosion on the bus bar and cell. The corrosion caused the bus bar to become detached. The root cause for the leaking cell could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to charge.